Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the the patient (pt) stating that circumstances leading to the issue included a change in activity level. The patient reports that they changed programs, and it is working okay now. This issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that a couple of days ago, the stimulation was only working on their left side and not on their right side. Patient mentioned they were on group b and they turned the intensity up to 9, but they were still not feeling any stimulation on their right side. Agent had patient switch to different groups. Patient switched to group a and they increased the intensity up to 5.8 but they only felt the stimulation on their left side and the stimulation was so strong. Patient then tried group c and turned up the intensity to 5.5 that they have never used before, but the stimulation was really exaggerated, and patient was feeling extreme stimulation on the left side. Patient also mentioned that they have been using a cane because their right side was hurting so much. Patient added that whenever ER they walk a distance, they were in extreme pain. During the call, patient said that all of their stimulation has stopped. Agent redirected patient to their doctor, but patient mentioned that their doctor has a lot of patients, and the doctor told the patient to call a manufacturer representative (rep) directly. Agent provided patient the national answering service (nas) number that their doctor can call, and agent sent a message to the field for visibility.